Event description:
Patient sex: unka portion of the white rubber grip of the device (012033) was noted to be missing while the instrument was in a patient's abdomen. There was no report of patient injury.